Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. No frozen screen anomaly noted during testing. Moisture damage was found on the electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was frozen and buttons were unresponsive. The customer's blood glucose was 174 mg/dl. The customer was at beach, found insulin pump screen was frozen on mdt logo screen; removed battery cap and poured water out of insulin pump and the stuck on mdt logo screen. Customer reported that the time clock does not advance. Insulin pump buttons was not begin to work in less than 5 minutes without battery change. The troubleshooting was performed. The insulin pump will be returned for analysis.